Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) and a stent retriever. During the procedure, while attempting to introduce the stent retriever through the velocity, the physician noticed the velocity was fractured. Therefore, the velocity was removed. The procedure was completed using another velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is manipulated against resistance or handled at an angle while attempting to introduce the stent retriever, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed an ovalization near its distal end. This damage was incidental to the complaint and likely occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on this follow-up #01 and is being corrected on this follow-up #02, MFR report: 3005168196-2025-00012. Evaluation of the returned velocity confirmed that the catheter was fractured on its proximal shaft. If the velocity is manipulated against resistance or handled at an angle while attempting to introduce the stent retriever, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed an ovalization near its distal end. This damage was incidental to the complaint and likely occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.